Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg)of 276 mg/dl. Customer experience moderate to high ketones. Elevated bg was addressed via a manual injection. System check with tandem technical support confirmed that the pump and related supplies were functioning as intended. The customer changed out pump supplies multiple times in an effort to address the issue. Tandem technical support recommended that customer consult with healthcare provider regarding elevated bg.